Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the patient contacted animas to report leaking cartridges. The patient claimed on a couple of occasions, the most recent being (B)(6) 2011, while changing the cartridge, she discovered insulin within the cartridge compartment. The patient reported that the insulin appeared to be leaking out around the plunger area. The patient denied any visible damage to the cartridge and confirmed the cartridges were within their expiration date. At the time of the call, the patient also reported that she has had a high blood glucose for past 3 days. The patient claimed she obtained a fasting blood glucose of 250 mg/dl and tested positive for large ketones on the morning of (B)(6) 2011. There was no mention of medical intervention. At the time of troubleshooting, the patient confirmed that she has changed and is rotating insertion sites. The patient denied any kinks to tubing and confirmed no scar tissue or signs of infection present. There were no significant alarms noted in pump history and it was confirmed that all totals added up correctly. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia after the alleged issue with the leaking cartridges was discovered.